Event description:
A patient reported blood glucose results of "173 mg/dl" with a lifescan meter and "103 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. However, venous blood was used for the meter sample. The patient also reported that the test strip vial was cracked, this could lead to inaccurate results. This complaint is bieng reported as a malfunction because there is evidence of a test strip malfunction (the vial of test strips was cracked) and there is no evidence of a serious injury (no inljury or harm was alleged). A complimentary bottle of control solution was sent to the patient.